Event description:
It was reported the patient experienced an increase in baseline spasticity. The patient stated they noticed the increase in spasticity the afternoon after an ultrasound. The hcp instructed the patient to begin taking oral baclofen. The patient states she felt fine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.